Event description:
It was reported that during an operation, the device discharged white smoke from the upper part of the delta xl (air cooling fan) and it was further reported that the customer also heard an explosive sound from the device. There was no pt injury reported. Dräger reference number: (B)(4).

Manufacturer narrative:
Dräeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.